Event description:
It is reported that in 1994 pt underwent left total hip replacement. Several years later, in 2000, x-ray confirmed that the stem had loosened. Subsequently, 10 days later the stem was removed and revised using a johnson & johnson s-rom component.